Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The 4.00x20mm promus element stent delivery system (sds) was being prepped for use and while attempting to remove the stylet it was noted that a stent strut was damaged. The procedure was completed with another 4.00x20mm promus element sds. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The 4.00x20mm promus element stent delivery system (sds) was being prepped for use and while attempting to remove the stylet it was noted that a stent strut was damaged. The procedure was completed with another 4.00x20mm promus element sds. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent was returned on a pig-tailed mandrel with a stent protector. The stent delivery system was not returned. A visual and microscopic examination of the stent found that struts in the middle section of the stent were stretched and misaligned. Struts on the end row were raised and misaligned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).